Manufacturer narrative:
Batch review performed by medacta regulatory affairs department: lot 1910171: (B)(4) items manufactured and released on 19-dec-2019. Expiration date: 2024-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op appointment 15 days after the primary surgery and it was observed that a hematoma had developed. The cause of the hematoma is unknown. The surgeon performed an I&d and revised the liner. The surgery was completed successfully.